Manufacturer narrative:
No components were returned for analysis and review of the history. Device history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported that the pt was admitted for elective cardiac catheterization. The procedure proceeded without complication. The angio-seal closure device was used to prevent bleeding post procedure. The pt was discharged home the same day once the vital signs were stable. One day later, the pt presented to the emergency room with pain and numbness in the right let. The pt was taken to the operating room for the removal of the clot and foreign body in the right leg. The pathology report confirmed that the collagen piece of the angio-seal closure device had partially occluded the pt's artery. The pt has recovered.